Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had damaged/stuck battery pins. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device which was found out of specification in relation to the reported "defective charge pin". The symptom was confirmed by observing depressed battery contact pins. Evaluation found back flex battery contact pins (3 of 8) (2 negative and 1 positive) fully depressed/jammed and unable to rebound as designed. This condition does prevent dc operation. Evaluation determined the cause to be depressed contact pins. The rear case was replaced to correct this condition.